Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no malfunction found with the keyboard. A field service engineer verified that the keyboard was functioning properly without any issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had a keyboard malfunction, stating that whenever the customer hit "l" on the keyboard and the number 3 was displayed on the screen instead. This incident resulted in a delay in patient care and confirmed that there was no patient harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.